Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique prior to a common iliac stenting endograft procedure. The arteriotomy was 8 fr and the vessel was not calcified. Reportedly, during needle deployment, when the physician pulled the handle away from the hub to deploy the needles, some resistance was felt and only the anterior needles emerged at the top of the barrel. Needle-back down was performed and the prostar xl device was removed from the patient. It was indicated that also some resistance was felt during device removal. A second prostar xl was attempted, and the sutures were deployed without issue and set aside to perform the index procedure. The arteriotomy was then upsized to 14 fr to perform the index procedure. Reportedly, after the procedure was completed, without any complication, the prostar xl sutures were tied down; however, hemostasis was not achieved. It is believed that hemostasis was not achieved due to inadequate tissue captured by the sutures. A surgical cut down procedure was performed, the prostar xl sutures were removed and hemostasis was achieved surgically. There was no adverse patient sequela. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of failure to deploy all needles was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It was reported that an 8f sheath was initially used during device placement. Per the prostar xl instructions for use, it states: the prostar xl 10f system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site in patients who have undergone catheterization procedures using 8.5f to 10f sheaths. The most probable cause for the reported event was determined to be most likely related to the operational context in which the device was used. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be born in 1943. Device code - incorrect sheath size. The prostar xl 10 f system is designed for use in conjunction with 8.5 f to 24 f sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The second prostar xl referenced is being filed under separate medwatch report number.